Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Correction: review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The issue was resolved by pressing the m button to calibrate. No parts required replacement. System logs were received for review. No parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, when starting up the imaging system for the first case, the pendant displayed message, "o-arm lost motion calibration / please press m to calibrate." After proceeding with calibration the system performed as intended. There was no patient present when this issue was identified.